Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain ("some pain will stay for life / chronic pain") and was found to have weight increased ("gained weight") and weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pain, weight increased and weight decreased outcome was unknown. The reporter considered medical device removal, pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter was added. New events 'gained weight' and 'lost weight' added. Medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.